Event description:
Per MFR, pt received a total of 3 pumps, not 4 pumps as stated by pt. Per MFR, pt reported a battery alarm in (B)(6) 2010 and occlusion alarms in (B)(6) 2010. The last pump was returned (B)(6), 2010. The pt never communicated an adverse event until after notification of market withdrawal of the amigo pump, which was initiated in (B)(6) 2010. Returned pumps had already been destroyed before the initial report was submitted to FDA in january 2011. Pt claims high blood glucose due to inoperable occlusion alarm, resulting in coma and hospitalization.

Manufacturer narrative:
The amigo pump underwent a market withdrawal beginning (B)(4) 2010 due to insufficient sales. On (B)(6), 2010, nipro diabetes systems notified ms (B)(6) at the FDA district office in (B)(6) of the withdrawal. On (B)(6), 2011, nipro diabetes systems responded to (B)(6), md upon request for additional info.